Manufacturer narrative:
A ge service representative performed an over phone investigation. The reported issue is currently under investigation.

Event description:
The customer reported that the system would shut down on its own. There was no patient injury or death reported.